Manufacturer narrative:
(B)(4). H2: additional information. H10: additional. Voluntary medwatch report number(B)(4). This record is to report (B)(4) of (B)(4) alleged sensors.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient experienced itching with the sensor and when it was removed, they sustained a rash and blisters. The patient was evaluated by her endocrinologist who prescribed an oral antibiotic for 10 days and betamethasone valer 0.1% ointment. No additional patient or event information is available.